Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was showing high pacing thresholds and failure to capture. A slight perforation was suspected. The patient was brought back to surgery for a reposition. The lead remains active and implanted at this point. No additional adverse patient effects were reported.